Event description:
Attorney alleges that both pedicle screws breached the cortex of the pedicle and struck nerves on the right side and that the patient suffers several permanent neurological injuries, including bi-lateral foot drop. The initial operative report indicates that the patient underwent a transverse lumbar interbody fusion l4-5 with posterior instrumentation and rhbmp-2/acs. It is noted that the screws were seated to specification using fluoroscopy. Approx six months post implant, a left-sided hardware removal was performed. The operative report indicates that the patient exhibited symptoms referable to the right l5 nerve root distribution and that a CT scan showed that the left-sided hardware had displaced into the spinal canal with encroachment on the left and right l5 nerve root. The report states that the left pedicle screw and rod were removed and that there was no evidence of spinal fluid leakage. No complications were noted. It was indicated that interbody fusion had previously taken place. Instrumentation was not replaced. The right-side hardware was reported to be in its appropriate position and was not considered to cause symptoms.

Manufacturer narrative:
(B) (4): without a lot number, device history records cannot be reviewed. Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.